Event description:
A customer reported a malfunction on their insulin pump, which occurred after the pump was dropped. There was no adverse impact on the customer's blood glucose level. The customer opted for manual insulin therapy (mdi) as a backup and a replacement pump was sent to them by technical support. The customer was guided on how to store and return the faulty pump to tandem and acknowledged the instructions for receiving and operating the new pump.